Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the front panel buttons did not respond to physical touch and pressing the buttons resulted in the device rebooting a seconds after pressing a button. The j3 connector on the ui board for front button panel connection was not fully locked/closed, resulting in a loose flex cable between ui board and front button panel. The flex cable was fully inserted and fully locked/closed the j3 connector and the device functioned as designed.

Event description:
It was reported that when the monitor is powered on, the monitor turns "on and off" intermittently. Seems to occur whenever the "alarm limits button" is pressed. There was no known impact or consequence to patient.